Event description:
Boston scientific crm received information that, during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the physician had trouble inserting the right atrial (ra) lead into the ra port. There was also noise on the atrial channel and high pacing impedance measurements greater than 2000 ohms. The ra lead was reinserted several times and the physician was able to insert the lead without seeing noise and with good impedance measurements. Defibrillation threshold (dft) testing was performed which converted the patient from atrial fibrillation into normal sinus rhythm. Shortly after, the ra pacing impedance measurements were out of range. Technical services (ts) discussed that with noise on the ra lead and out of range impedance measurements, there could be an intermittent connection problem. It was noted that the physician was waiting to see if the patient goes back into atrial fibrillation or remains in normal sinus rhythm to determine whether or not to surgical intervention is necessary. No adverse patient effects were reported. Additional information indicated that a chest x-ray was performed; however, the results are unknown at this time. The plan at this time is to monitor the patient.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.